Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trigger stuck when it was pulled to clip the tissue. Another device was pulled and the same event occurred. A third device was used to complete the procedure without any impact to the patient.

Manufacturer narrative:
(B)(4). Broken advancer. Device b batch # f9hc4e; mfg date: 8/25/2009; exp date: 7/25/2014. Sticking jaw/cam device (a) found that it was received with one malformed clip jammed between the tissue stop and the jaws and one malformed clip jammed in the jaws. During the clearance of the jaws the tip of the advancer fell down (broken), the device was cycled and no clips were fed due the condition of the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Device (b) was received in good visual condition. The device was cycled, fed and properly formed the clips. However, the device was noted to have sticking issues. A batch record review was performed and no anomalies were found during the manufacturing process.